Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette not latched message appeared during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review of the device showed no history within the last 12 months. The customer reported issue was confirmed through the latch lock test and visual inspection as the status screen of the menu mode did not recognize when the latch was closed and read as none. The probable cause was found to be defective latch/lock flex and downstream occlusion (dso) sensors. The latch/lock flex sensor, dso sensor, and dso seal were replaced. The device passed all testing criteria.